Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the ipg did not appear to be charging properly. It was reported that the charger showed it was functioning, but after charging for six hours, the pt programmer revealed that the ipg battery was low. A replacement charger and programmer were unsuccessful at resolving the issue. The pt was still receiving stimulation. Follow up on the pt on (B)(6) 2011, found that the problem had not resolved. It was reported that stimulation had ceased, and no matter how long the pt tried to charge, the stimulation stayed off. The physician explanted and replaced the ipg on (B)(6) 2011. The explanted ipg was returned to the manufacturer for analysis on (B)(6) 2011.